Manufacturer narrative:
Evaluation of the returned pod8 revealed that the embolization coil was detached from the pusher assembly. Further evaluation revealed the pet lock was intact on the proximal end of the pusher assembly, the pull wire was within the pusher assembly distal detachment tip (ddt). If the pod8 is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, allowing the embolization coil to detach. Further evaluation revealed the introducer sheath had kinks throughout its length. During functional testing, the pod8 was advanced through its introducer sheath with resistance due to the introducer sheath kinks. The cause of the introducer sheath kinks could not be determined; however, this damage may have contributed to resistance during the procedure. Further evaluation of the device revealed pusher assembly kink. This damage was likely incidental to the complaint. Evaluation of the returned pod pc revealed a kink on the distal shaft of the introducer sheath. If the device is forcefully mishandled at extreme angles during use, damage such as this may occur. During functional testing, resistance was experienced while attempting to advance the pod pc through the introducer sheath due to the kink in the distal shaft, and the pod pc could not advance any further. Further evaluation revealed an additional introducer sheath kink, and the embolization coil had offset coil winds. The offset coil winds may be a result of manipulation of the coil against resistance. The additional introducer sheath kink was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02132.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, pod packing coils (pod pcs) and a non-penumbra microcatheter. It should be noted that the patient's anatomy was calcified. During the procedure, the physician encountered resistance while advancing the first pod coil in the microcatheter hub. Therefore, the pod coil was removed and another pod coil of the same size was successfully implanted into the target location. A pod pc was then advanced as the third coil and resistance was encountered while advancing the pod pc in the microcatheter hub. Therefore, the pod pc was removed. The procedure was completed using four pod pcs of the same size and the same microcatheter. There was no report of an adverse effect to the patient.